Event description:
The user facility reported that during a diagnostic colonoscopy, the image became pink and was no longer visible. After troubleshooting the image difficulty, the user reportedly utilized a similar, but different colonoscope to complete the procedure. The user facility also reported that the procedure was momentarily delayed, but there was no pt injury or complications.

Manufacturer narrative:
The colonoscope referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a flickering and smearing pink image while the bending section was manipulated. The device passed the leak test and there was no evidence of fluid invasion in the endoscope connector, electrical connector, or the control body. The cause of the user's experience was attributed to a broken charge coupled device (ccd) cable at the bending section area due to extensive usage. Additionally, there were four frayed wires on the bending section mesh and nicks and dents on the distal end cover, which were also attributed to extensive usage. Ths report is being submitted as a medical device report in an abundance of caution.